Event description:
It was reported that the helix of the attempted right ventricular (rv) lead extended without being manipulated. The lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal conductor of the lead became ex trinsically distorted due to pulling/stretching/overstress. There was blood on the distal conductor of the lead and it was not obstructed; the distal lv (low voltage) electrode of the lead was covered in blood, and the helix of the lead became extrinsically disto rted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.